Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for leak. It was reported that during preparation of the steerable guide catheter (sgc), the device was de-aired and the fluid column was lost. The stopcock was tightened and the device was flushed. This was performed twice, and fluid column continued to be lost. The device was not used and there was no patient involvement. A second sgc was prepared, and the procedure continued with implantation of two mitraclips, reducing the degenerative mitral regurgitation from grade 4 to grade 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (loss of fluid column during prep) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.